Manufacturer narrative:
Evaluation, results: inherent risk of procedure (stent embolization); lesion morphology (the left main vessel was very calcified ). Conclusion: conclusion not yet available (evaluation in progress); inherent risk of procedure (stent embolization); lesion morphology (the left main vessel was very calcified ). (B)(4).

Event description:
Device evaluation: the delivery system was returned without the stent. Crimp impressions were evident along the balloon. The balloon had not been inflated. The transition shaft was visibly stretched. The device failed negative prep. Pressure was applied to the device and liquid was seen exiting the distal tip and guidewire entry port. The outer shaft was removed from the inner shaft. A small protruding tear was located on the inner shaft approximately 4.5cm proximal to the balloon bond. The material was protruding and was pushed in a distal to proximal direction.

Event description:
The physician attempted to deploy a resolute integrity 3.00 x 18 mm drug eluting stent. The device was removed from the packaging with no issues noted. Upon inspection, the investigator noted a little resistance when he tried to thread the wire. A negative prep was performed with no issues noted. It was reported that the stent dislodged in the left main vessel during the attempted delivery at the lesion site. The device had not reached the target lesion. The left main vessel was very calcified and it was not possible to inflate the balloon. It is unknown what inflation pressure was applied, if any. The stent could not be removed and was undeployed. No attempt was made to removed the dislodged stent the patient then underwent bypass surgery. Post procedure, the patient was reported to be doing well.

Manufacturer narrative:
Evaluation: results: incorrect technique/procedure (it appears likely that the morphology of the vessel coupled with the user technique during guidewire loading have resulted in the stent dislodgement, inflation difficulties and shaft leak), deformation problem. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.